Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and reviewed the error logs, start up, quality control results, and latron results. He replaced the low vacuum regulator and the low vacuum still did not adjust. He verified that the low vacuum was high and erratic. He found that the pinch valve, pv66 was broken at the base. The pinch valve was replaced and low vacuum was adjusted to nominal. (B)(4).

Event description:
Customer reported low vacuum errors were generated when using the coulter lh 500 hematology analyzer. The errors could not be resolved by the customer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.